Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: e1, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found due to damage on charged couple device unit, the image was not displayed. In addition, device inspection found the coating of the image guide serpentine tube was peeling off one millimeter2 (1 mm2) or more. Based on the results of the investigation and previous investigations, it is likely suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of reported issue is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
Additional information received from the customer: the intended procedure was completed with a similar device with no delay.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Updated field: b5 and d10. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image did not appear on the bronchovideoscope. It was unknown when the event occurred. There was no report of patient harm associated with this device.